Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to cardiac arrest. One day prior to death, the pt experienced a cardiac arrest at home. The same day the pt was hospitalized. On the same day, pd therapy was stopped and hemodialysis was started. The next day, while in the hospital, the pt experienced another cardiac arrest and died. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1998. The device was not returned for evaluation. The service history and device history records were reviewed with no issues noted that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): pd therapy was ongoing until the time of death. It was unknown if the patient was connected to the homechoice at the time of death.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.